Manufacturer narrative:
(B)(6). (B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, correction fusion was performed for th12 burst fracture. Intra-op, a tip of torque indicating driver broke in the non-break off set screw during final tightening. The set screw was cut with a facility metal cutter to recover the tip. The surgeon replaced a set screw and tightened with another torque indicating driver. No fragments of the products remained inside the patient. No patient complications were reported. There was a delay of more than 60 min in overall procedure time as a result of this event. Dr. Commented that the driver might not have been fully fit in the set screw during tightening.

Manufacturer narrative:
Product analysis:visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.